Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had hypoglycemia and insulin pump turn off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that self test was performed last time but it did not show any error. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and self tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected power loss alarm was noted in the long trace or pump history.